Event description:
A journal article was reviewed which contained information regarding this device. It was reported that the implanted spinal cord stimulator was interfering with the ventricular sensing of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: device-device interference of a bipolar spinal cord stimulator with a bipolar implantable cardioverter-defibrillator. Neuromodulation. 2014;17(2):202-204. Follow up could not be completed due to the health care system does not allow contact and will not provide additional information. (B)(4).